Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm external ram crc error, unexpected restart, audio anomaly. Customer's blood glucose at time of incident was unknown. The customer has several alarms in the alarm history and 2 times in row now the pump is making a constant tone. Customer was advised the error table indicate the pump should be replaced on ram crc error alarm. Customer was advised the pump will need to be replaced. Customer unexpected alarm is recurring during normal used. Customer advised the pump will need to be replaced. The customer was advised they may continue to wear the pump until replacement arrives.

Manufacturer narrative:
The pump was monitored with multiple basal rates and the pump functioned properly. No watchdog alarm or unexpected audio/beep anomaly noted during testing. The pump functioned properly during the functional check including the rewind, basic occlusion, occlusion, prime, excessive no delivery, displacement, self test and all operating currents tested within specification. No unexpected low battery or off no power alarms were noted. The pump passed the unexpected restart test. No other alarms or unexpected pump reset noted during testing. The pump was received with minor scratches on the display window and a cracked reservoir tube lip.